Manufacturer narrative:
The implant was found separated from the pusher. The proximal end to mid portion of the implant was found stretched. The distal portion of the implant had an offset coil but was otherwise generally intact. The heater coil of the pusher did not have any indications of thermal detachment. The rest of the pusher did not have any notable damage. The resistance of the pusher was measured at 38.9 ohms, which is within specification. The proximal connector resistance was measured at "ol," which is normal. The 4-way connectivity test elicited all green lights. The azur detachment controller returned with the device had two of three batteries at a low voltage and would not stay on (sound activates but green indicator only flashes on and then shuts off). Resistance at the battery terminals indicated all "ol". The attachment monofilament was dissected out of the pusher and the tip was observed to be stretched. A detachment controller used for testing functioned normally on the pusher and successfully delivered a voltage that caused burn damage on the heater coil. The implant had been separated from the pusher with no signs of activation from using a detachment controller. The implant was stretched and the inspection of the monofilament inside the pusher indicated that the implant separated due to tensile force that exceeded the strength of the monofilament. The pusher's electrical system conformed to specification. A detachment controller was returned and was found to have low voltage on the internal batteries; this would result in the described non-detachment.

Manufacturer narrative:
A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is currently underway. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that after positioning the embolization coil in an aneurysm, the coil would not detach. During removal, the coil detached in the microcatheter. The coil was removed in its entirety together with the microcatheter. There was no additional intervention or reported patient injury.